Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl at the time of incident and current blood glucose was 145 mg/dl. The customer¿s different blood glucose level was 251 mg/dl at last night and 65 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with two pieces of toast and a banana. Customer did not allege insulin pump was over delivering. Customer using auto mode was automatically delivering insulin at the time of low blood glucose event. The customer troubleshoot was performed for low blood glucose. Insulin pump will not be returned for analysis.